Event description:
It / is from the customer's site reported they had a switch failure causing the central nurse's station (cns) to go into comm loss. The issue was resolved by replacing the cisco switch. No patient harm was reported.

Manufacturer narrative:
Details of complaint: it / is from the customer's site reported they had a switch failure causing the central nurse's station (cns) to go into comm loss. The issue was resolved by replacing the cisco switch. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) noted that the allied switch was in end of life per the manufacturer's website. The customer reported they have resolved the issue by replacing the switch. Based on the available information, the cause of the comm loss issue is switch failure. A switch is networking hardware that connects multiple devices, such as computers, wireless access points, printers, and servers on a computer network by using packet switching to receive and forward data to the destination device. The switches are not a nihon kohden product; they are manufactured by dell or cisco. They are configured by the nk networking team to handle the network communication with our nihon kohden products (bedside monitors, central nursing stations, etc.). The most common causes of a failing switch are power outages, power surges, and wear and tear. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a nk device malfunction.

Manufacturer narrative:
It / is from the customer site reported that they had a switch failure causing the central nurse's station (cns) to go into communication loss. Issue was resolved by replacing the cisco switch. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
It is from the customer site reported that they had a switch failure causing the central nurse's station (cns) to go into communication loss. Issue was resolved by replacing the cisco switch. No patient harm was reported.